Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the top of the tampon broke off leaving a piece inside her. She was able to remove the remaining tampon piece. She experienced pelvic pain, odor and discharge. She went to the doctor and was diagnosed with a bacterial infection and prescribed amoxicillin. Her doctor also did an exam and confirmed no tampon pieces remained inside. Her symptoms have resolved.